Event description:
The pt was implanted with a vented electric left ventricular assis t device (lvad) it was reported by the hospital's balloon technician, that when the pt on battery power, he experienced a red heart alarm. The pt was put back on the power base unit and experienced red heart and system controller malfuntion alarms, and the pump stopped. The system controller was replaced; however, the pump did not restart. The pt was then placed on pneumatic support using a stroke volume limiter (svl) and drive console and remains stable.